Manufacturer narrative:
B3 - date of event is estimated. D4 - the UDI number is not known as the part and lot numbers were not provided. The additional patient effects of death and malfunctions reported in the article are captured under separate medwatch reports. Summarized patient outcomes/complications of navitor were reported in a research article in a subject population with multiple co-morbidities including diabetes, smoking, chronic pulmonary disease, percutaneous coronary intervention, coronary artery bypass graft, chronic kidney disease, renal dialysis, chronic liver disease, prior stroke, peripheral arterial disease, recent or prior history of myocardial infarction, atrial fibrillation, right/left bundle branch block, and pacemaker. Some of the peri and post-procedural complications reported were death, surgical intervention (pacemaker, valve-in-valve), unexpected medical intervention (post-bav), myocardial infarction, renal injury, stroke, bleeding, malposition, migration, embolization, and paravalvular leak; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on available information and due to the limited information available from the article, the cause of the reported event was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
The article, "transcatheter aortic valve replacement with the navitor system: real-world united kingdom experience", was reviewed. The article presented a multicenter, retrospective study to assess early safety and efficacy outcomes of the navitor transcatheter heart valve (thv) using registry data from six high-volume UK tavr centers. The study focused on navitor transcatheter aortic valve replacement procedure. The article concluded that early procedural outcomes with navitor tavr compare favorably to new generation thvs. Procedural success was high with a low incidence of complications. [The primary and corresponding author was philip maccarthy, department of cardiology, king¿s college hospital, london, united kingdom, with corresponding email: philip.maccarthy@nhs.net] the time frame of the study was from january 2020 to may 2023. A total of (B)(4) patients were included in the study, of which all received an abbott device. The average age was 83.4 years and the majority gender was female. Comorbidities included diabetes, smoking, chronic pulmonary disease, percutaneous coronary intervention, coronary artery bypass graft, chronic kidney disease, renal dialysis, chronic liver disease, prior stroke, peripheral arterial disease, recent or prior history of myocardial infarction, atrial fibrillation, right/left bundle branch block, pacemaker.